Event description:
It was reported that before an unknown procedure, there was a gas leakage. Procedure completed using same like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes - noise of gas leakage. If so, did the noise prevent insufflation? Because of leakage, the insulation was not optimal. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes there was a drop and visibility was affected because of it. What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? No - trocar was replaced with a new one (same product). If so, what device? Was any torque being applied to the trocar or device? No. The analysis results found that sleeve of the device was returned in good condition. A leak test was performed and the device was noted to leak with the test probe inserted through the device. Further inspection of the device indicates that the bellows at the universal was torn. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.